Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support the patient developed bleeding issues, the team was advised by clinical to decrease the purge. Additionally, the patient¿s creatine kinase (ck) levels were increasing due to compartment syndrome of the left leg resulting in the sheath being removed from the left groin despite the patient¿s fragile state. The patient developed severe systemic inflammatory response syndrome with sepsis several days later and expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.